Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged his meter was reading inaccurately high. The medical affairs specialist (mas) mailed a letter in 2005, since the pt could not be reached for further clarification. About two eeeks earlier at 6:30 p.m., the pt obtained a result of 326 mg/dl on his meter. He took insulin after testing. He then reported symptoms of "faint-like spells", off-balance, and a rapid heartbeat. The pt stated that he did not test on another device. He received diabetes treatment advice, which was to take glucose. It is not clear if the pt actually visited the physician or spoke to them on the phone. No other treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot.